Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the patient's pacemaker revealed an alert for an incorrect battery longevity estimate due to possible cold temperature exposure before the device was implanted. Programming changes were discussed but no intervention was performed. No adverse patient consequences were reported.